Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink duo-vent continu-flo solution set separated from the back check valve during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed that the tubing was separated from the check valve. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.